Manufacturer narrative:
Concomitant medical products: product ID: 37751, lot#, serial# (B)(4), implanted: explanted: product type: recharger. Product ID: pnma01411a004, lot# , serial#, unknown implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue about the ins not taking charge has been resolved. The replacement of the recharger resolved the recharging issue. The patient reported that they still have issue with pain and the managing physician has been notified about the pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported that there was poor telemetry or no telemetry with recharging. It was reported that they had the insr on with adhesive discs before bed and there were 8 coupling boxes. The patient reported that after waking up, the ins was ¿flashing dead¿. The patient reported that they tried charging in the day time for 10 minutes with 8 coupling boxes. It was reported that the ins recharger was blinking to 50%, but when they stopped charging the ins battery indicated empty on the patient programmer. It was reported the ins recharger battery was full. The patient reported an increase of pain in the lower back and can¿t 'not feel the pulses'. It was reported that the ins was not taking charge. It was reported that the ins worked well for the first 6 months after implant. The patient reported that 'it changed probably 6 months after implant, they were still having numbness and tingling in the legs. Then it just progressively got worse. The patient reported that he had to lift his wife because she had a stroke and that has beaten him up over time. The patient reported that they noticed an increase in pain since ins died. The patient reported that the ins worked more than he thought it did. The patient reported that an x-ray was done of the lower back 'it was bone on bone¿ and there were some spurring and congenital birth defects on l4 and l5. The patient reported that they have to charge every other day and have lost a lot of weight in the last year. The patient reported that they received the recharger and patient is not getting 8 coupling bars / still doing the same thing. It was reported that the recharging belt was not working.